Event description:
The customer contact reported an e321 (batt charger timeout) alarm condition. The device was returned to the biomedical department with an unsigned note that stated, ¿alarms malfunction code e321.¿ no tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing, an e321 (batt charger timeout) alarm code was noted. Though requested, no add¿l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.